Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The right atrial lead dislodged exhibiting loss of capture and loss of sensing. The lead had been pulled completely out of the heart. It was noted that the patient had twiddlers syndrome. The lead was explanted and replaced successfully. The patient was doing well post procedure and would be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.